Event description:
It was reported that this peritoneal dialysis (pd) patient reported completing in-center hemodialysis (hd) due to peritonitis. Additional information was provided through follow-up with the pd clinic. The patient was seen on (B)(6) 2024 for symptoms of abdominal pain and fever. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with ceftazidime 2g daily intraperitoneal (ip) and vancomycin 1750mg weekly ip. The culture resulted positive for micrococcus luteus with a white blood cell count of 450 with 49% neutrophils. The patient¿s pd catheter (not a fresenius product) was pulled (date not provided). The patient permanently transitioned to in-center hemodialysis (hd) on (B)(6) 2024. No cause of the peritonitis event was provided.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction provided.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported completing in-center hemodialysis (hd) due to peritonitis. Additional information was provided through follow-up with the pd clinic. The patient was seen on (B)(6) 2024 for symptoms of abdominal pain and fever. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with ceftazidime 2g daily intraperitoneal (ip) and vancomycin 1750mg weekly ip. The culture resulted positive for micrococcus luteus with a white blood cell count of 450 with 49% neutrophils. The patient¿s pd catheter (not a fresenius product) was pulled (date not provided). The patient permanently transitioned to in-center hemodialysis (hd) on (B)(6) 2024. No cause of the peritonitis event was provided.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported completing in-center hemodialysis (hd) due to peritonitis. Additional information was provided through follow-up with the pd clinic. The patient was seen on (B)(6)2024 for symptoms of abdominal pain and fever. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with ceftazidime 2g daily intraperitoneal (ip) and vancomycin 1750mg weekly ip. The culture resulted positive for micrococcus luteus with a white blood cell count of 450 with 49% neutrophils. The patient¿s pd catheter (not a fresenius product) was pulled (date not provided). The patient permanently transitioned to in-center hemodialysis (hd) on (B)(6) 2024. No cause of the peritonitis event was provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between utilization of the liberty select cycler and the liberty cycler set and the patient event of peritonitis with transition to in-center hemodialysis (hd). However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis event was not provided, the culture result of micrococcus luteus suggests a breach in aseptic technique. This organism is part of the normal flora on human skin as well as in the mouth and mucosa. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.